Manufacturer narrative:
H3: product analysis found device and an open pouch were returned in a large plastic sleeve together with the other 3 sealed pouches and one open pouch. The pouch was open from 3 of 4 sides and the open sides of the pouch were taped with white tape. Upon return, the device was in broken condition. The proximal end of the inner assembly was detached from the outer assembly. The broken shaft measured 0.56 inches from the distal end of the inner hub to the broken point. The distal portion of the inner shaft remained inside the outer tube. There were traces of contamination observed on the outer tube and the proximal end of the inner shaft. For further analysis, the 3 sealed samples were opened and found blades intact and not broken. The functional testing could not be performed due to damaged device upon return. The complaint was confirmed, due to an out of specification condition. H6: fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during sinus surgery two blades broken and detached from hub region. Procedure was completed with back up device. There was no patient injury.

Manufacturer narrative:
H6: fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.